Manufacturer narrative:
On (B)(6) 2018, abaxis received a call from the customer lab stating that the device yielded low potassium results when compared to results from another lot. No patient impact was reported. The lab ran controls on the metlyte 8 lot on (B)(6) 2019, and both levels were within range with the low level at the low limit. The lab sent in two boxes of the metlyte 8 lot and both of their analyzers for repair. The investigation of the metlyte 8 lot showed that the two returned analyzers recovered low potassium while recovering potassium near target on the reference analyzers. Both analyzers had white residue on their optics assemblies and elsewhere within the analyzers, indicative of humidity. The lab noted that they had an incident of flooding in the building and they used a fan to dry everything. The lab believes that is how the humidity got into the analyzers. The repair department replaced the lamp and optic assemblies and thoroughly cleaned the analyzers. The devices were sent back to the customer site where they remain. The lab has not experienced any more unexpected low potassium results since. No further actions were taken. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on (B)(6) 2019.

Event description:
The customer reported that the device yielded low potassium results.